Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator made a strange noise when it was used and sometimes would stop/start. The problem occurred with the vessel sealer and synchroseal instruments. The issue occurred in different procedure with different surgeons. There were no messages in the surgeon side console (ssc) or touchscreen when the problem occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury and nothing fell into the patient. The procedure was completed with a delay of less than 15 minutes. The issue was coming from a malfunction of the generator and customer found a way to continue the procedure.

Manufacturer narrative:
D15- an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the error on site, but was informed by the clinical sales representative (csr) that on occasion, the e-100 would just 'stop working'. The fse checked the power cords and functionality, but decided to swap the generator with a new e-100 unit anyway. The system was tested and verified as ready for use. The e100 unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. Refer to reports under patient identifier (B)(6) and (B)(6) for the other instances of the e-100 generator issue. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without the e-100 esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The e-100 generator was installed into the test system and it worked fine with a synchroseal instrument. The synchroseal instrument was used with a saline-dipped gauze in the jaws. The instrument fired with the yellow pedal/sync activations and cut/seal about 100 times. The e-100 generator worked without any issue.

Event description:
Refer to h10/h11 for follow-up information.